Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. After the alarm, the patient disconnected the supply bags because he thought that was the problem. The patient has continued therapy with no injury or medical intervention as a result of this incident. From the data within the complaint information, the root cause was not identified. This review finds the labeling adequate for the related and reported user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The cg stated the home patient (hp) disconnected the supply bags because he thought that was the problem. The technical service representative (tsr) assisted the cg with ending therapy and recommending starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The home patient (hp) has continued therapy with no injury or medical intervention as a result of this incident. The lot number was unknown and the supplies had been discarded. The cg confirmed the hp started over with new supplies.